Manufacturer narrative:
H11 (provide narrative/ data) was updated. (Umbilical cable assembly will also be replaced to remedy the complaint.) The thermogard console failed functional testing and was rendered inoperable due to a defective, opened umbilical cable and a melted/burnt power cable connected to the I/o pcb, confirming the reported complaint. The power supply assembly and umbilical cable assembly were replaced to remedy the reported complaint.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Per the biomed, there was no safety issue or concern from the smoke. The reported complaint that the thermogard hq temp mgt console (sn (B)(6)) powered down with no alarm and their smoke from the system was confirmed during visual inspection and functional testing. The cable from the power supply connected to the I/o pca was burnt. The root cause of the burnt power supply cable was identified as an internal short within the power supply. The thermogard console failed functional testing and was rendered inoperable due to a defective, opened umbilical cable and a burnt power cable connected to the I/o pcb, confirming the reported complaint. The power supply assembly needs to be replaced to remedy the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard hq console with sn (B)(6).

Event description:
After two hours of running, the thermogard hq temp mgt console (sn (B)(6)) powered down with no alarm. Smoke was seen coming out of the vent side of the system. Per the biomed, there was no safety issue or concern from the smoke. Another system was used to continue treatment. No harm to patient.